Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the device and confirmed the following; the light guide lens was cracked. The repair adhesive for the light guide lens and the object lens were chipped and deteriorated. The resin part at the distal end was cracked. The universal code was wrinkled. The adhesive of the bending section rubber was worn out. There was evidence of flooding inside the device. In addition, according to the detailed information of multiple microbiological testing provided by the user facility, following microbes were detected in 100 ml of the sample collected from the device. [First time; january 21th, 2021] -instrument channel: enterobacter cloacae (76 cfu/100ml), bacillus and coagulase-negative staphylococcus (total 6 cfu/100ml). [Second time; january 28th, 2021] -instrument channel: enterobacter cloacae (17 cfu/100ml), pseudomonas aeruginosa (3 cfu/100ml), bacillus and coagulase-negative staphylococcus (total 17 cfu/100ml). The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. The user facility also reported the bending section rubber and distal end defects and light guide lens damage. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2021. Instrument channel: enterobacter cloacae (76 cfu), bacillus and coagulase-negative staphylococcus (total 6 cfu). Second time; (B)(6) 2021. Instrument channel: enterobacter cloacae (17 cfu), pseudomonas aeruginosa (3 cfu), bacillus and coagulase-negative staphylococcus (total 17 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel, advantage plus using peracetic acid. There was no report of infection associated with this report.